Event description:
A biomedical engineer (biomed tech) reported of blood leaking inside the fibers of the dialyzer approximately two hours into hemodialysis (hd) treatment. The biomed tech reported the blood leak originated from the top of dialyzer (red hansen side) leaking out into dialysate. Patient's treatment was stopped and blood was not returned. Blood test strips were positive. The machine did not alarm and there was no change to the patient's health status or reaction as related to the reported event. There was no defect or damage observed to the dialyzer or its packaging. No medical intervention was required. The patient remained asymptomatic and was able to complete treatment using a different machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to date for investigation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A biomedical engineer (biomed tech) reported of blood leaking inside the fibers of the dialyzer approximately two hours into hemodialysis (hd) treatment. The biomed tech reported the blood leak originated from the top of dialyzer (red hansen side) leaking out into dialysate. Patient's treatment was stopped and blood was not returned. Blood test strips were positive. The machine did not alarm and there was no change to the patient's health status or reaction as related to the reported event. There was no defect or damage observed to the dialyzer or its packaging. No medical intervention was required. The patient remained asymptomatic and was able to complete treatment using a different machine. The dialyzer was available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported of blood leaking inside the fibers. Patient's treatment was stopped and blood was not returned. Blood test strips were positive. The machine did not alarm and there was no change to the patient's health status or reaction as related to the reported event. No medical intervention was required. The patient was able to complete treatment using a different machine. Additional information was requested.